Event description:
It was reported the patient lost effective stimulation coverage. The patient will see the physician as the next course of action. Note the patient received two leads from the same lot as part of his scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.